Manufacturer narrative:
Received one used. List #123390488 primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch; lot #6386904. Received one used. List #unknown, bag spike adaptor w/ spiros; lot #unknown. Received one used. List #unknown, 0.9% isotonic sodium chloride 500ml semi-rigid bottle; lot #4tn25573. The complaint of leakage can be confirmed on the returned one used 123390488 primary plum set. As received, there was deformation observed on the top rim of the cap on the vent plug juncture. The set was leak tested according to product specifications. There was a leak from in-between the cap and mating surface on the vent plug juncture. The leak came from the area of the damaged cap observed during visual inspection. The probable cause of damaged cap is related to the assembly process of the vent cap to the piercing pin and the variability of the material, at the moment in which the machine mechanically performs the closing process of the vent cap. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was received for evaluation. The investigation is not yet complete. (B)(6).

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch. It was reported fluid leaked thru the convertible piercing pin during infusion where a chemotherapy drug was the solution/medicine used. There were no obvious defects noted on the tubing set such as cracks or breaks with no hole, cut, tears or any other defects noted. The tubing was replaced, and therapy resumed. The products were stored in the room in the hospital at room temperature and was not exposed in extreme temperature condition. There was no flow and no cassette test failure. There was patient involvement but no patient harm.